Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. Review of the event history log was able to confirm that the device alarmed for a system error 105 one time which has been cleared. Baxter's evaluation did not reproduce this alarm and the device was found to be in specification. No related malfunction could be found and no related parts have been replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.